Manufacturer narrative:
Pt information was not available at the time of this report. Per correspondence with the initial reported it was found that the alleged inaccuracy was due to poor registration technique. The instruments were reported to be fully functional.

Event description:
A medtronic rep reported an inaccuracy noted during an ent case of approx 3mm when navigating with the 70 degree suction. The surgeon continued the surgery with the use of the navigation system and reported no harm to pt.